Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2009 and was revised on (B)(6), 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. *update on 10-nov-2021 per medical review: "[...] Postop diagnosis was failed right total hip arthroplasty and advanced trunnionosis with catastrophic failure of head neck junction [...] Significant periarticular metallosis noted in the deep joint space. [...]"

Manufacturer narrative:
Reported event: an event regarding wear and abnormal ion level involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event of wear/ metallosis was confirmed via clinician review. While the event of abnormal ion level was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports failure of a total hip replacement about 10 1/2 years following implantation. Revision was necessary due to trunnionosis and failure of the head/neck junction. I can confirm that this event took place since I was able to review the revision operation report. Regarding the possible root cause of this event, I cannot determine it with certainty. This type of failure is a well-known complication the causes of which are multifactorial. These include surgical technique and other contributing factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to failed right total hip arthroplasty and advanced trunnionosis with catastrophic failure of head neck junction and excessive levels of chromium and cobalt in his blood. Clinician review of provided medical records confirmed a revision event for trunnionosis and failure of the head/neck junction. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2021. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.